Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, several non-sustained oversensing episodes were found caused by post paced t-wave oversensing. No action was taken at this time and the patient will continue to be monitored. The patient medical condition is good.

Event description:
During follow-up, non-sustained oversensing episodes were noted. The device was reprogrammed to resolve the issue. The patient is in stable condition.